Manufacturer narrative:
(B)(4).

Event description:
A confirmed pump motor stall with no motor stall recovery was recorded in the event logs. It was noted that the pump had stalled once before and had recovered the next day. The patient experienced a return of symptoms with increased pain. The pump was used to deliver sufentanil. Additional information has been requested, a follow-up report will be sent if additional information becomes available.